Manufacturer narrative:
E1 initial reporter phone: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Inspection of the device found that the handshake connection was bent. A test advancer was used for analysis as the advancer used in the procedure was not returned for analysis. After the burr catheter was connected to the advancer and the advancer was connected to the rotablator console, the foot pedal was pressed to start rotation. The test advancer stalled and would not run due to the damaged handshake connection of the returned burr catheter.

Event description:
It was reported that the device was stuck. The 85% stenosed, 31mm x 3.5mm target lesion was located in the severely tortuous and severely calcified right coronary artery. A 1.75mm rotalink burr was selected for use. During the procedure, it was noted that the device was stuck. The procedure was completed with another of the same device. No patient complications reported and the patient was stable post procedure. It was further reported that the burr tip was stuck and the device was completely removed together with the whole system.

Event description:
It was reported that the device was stuck. The 85% stenosed, 31mm x 3.5mm target lesion was located in the severely tortuous and severely calcified right coronary artery. A 1.75mm rotalink burr was selected for use. During the procedure, it was noted that the device was stuck. The procedure was completed with another of the same device. No patient complications reported and the patient was stable post procedure.

Manufacturer narrative:
E1 initial reporter phone : (B)(6).